Event description:
It was reported that the physician was using an nc euphora balloon to treat a non- tortuous lesion in the lad. Ivus showed fibrotic/calcific plaque, 80% stenosis in the proximal lad. No damage was noted to packaging and the device had no issues reported when inspected upon removal from hoop. No resistance was encountered when advancing the device and no anatomical abnormalities were reported. The device did not pass through a previously deployed stent. The device was successfully inflated within rbp .it was reported that difficulty was encountered in removing the nc euphora balloon (nceup4012x). During retraction, the balloon wrapped around the wire. The physician then attempted to use another nc euphora (nceup4508x) balloon. No damage was noted to packaging and the device had no issues reported when inspected upon removal from hoop. No resistance was encountered when advancing the device. The device did not pass through a previously deployed stent but after it was deflated the balloon also wrapped around the wire. No injury to the patient was reported.

Manufacturer narrative:
Evaluation summary: the balloon returned slightly inflated, with residue present in the inflation lumen and balloon. The hypotube was kinked in numerous places. There was deformation to the distal tip.the guidewire entry port was damaged. The distal shaft was kinked 20.8cm distal to the guidewire entry port. The patency of the device was verified when a 0.015¿ mandrel was loaded through the inner lumen with no resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.